Manufacturer narrative:
(B)(4) 2015 - the item in question was returned and a detailed evaluation was performed on it. That evaluation confirmed that the side frame had a broken weld, and further elaborated on the issue, stating: "the break reveals corrosion within the tubing. There are also multiple areas on the side frame with corrosion, paint loss, and wear."

Event description:
Dealer advised right side frame broke at a weld on the rear where rear wheel attaches.

Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complain was confirmed. Broken weld/tubing at the bottom rear of the frame. The root cause could not be identified.

Event description:
Dealer advised right side frame broke at a weld on the rear where rear wheel attaches.